Manufacturer narrative:
Concomitant medical products: product ID neu_stylet_acc, lot# unknown, product type: accessory. (B)(4). Analysis of the lead (lot # va0xu08) found no significant anomaly; there were suspected body fluids in the lead and there was no performance impact.

Event description:
Information was received from a health care professional (hcp) and company representative regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's disease. It was reported during a procedure, blood was collected in the inner portion of the distal tip of the lead. After inserting the lead into the center lumen, test stimulation resulted in capsule side effects which required the surgeon to move the lead to a second location. After the lead was withdrawn, blood was noted inside the insulation of the distal tip of the lead. No troubleshooting was performed; a new lead was opened up and implanted. The issue was resolved at the time of report. No further surgical intervention occurred.